Event description:
The surgeon had a scheduled partial knee arthroplasty procedure on (B)(6) 2012. The first attempt at femoral registration resulted in high error. The surgeon decided to remove some osteophytes from the bone and repeat registration. A high error was observed once again. The surgeon then determined that the proper course of action was to convert to a total knee replacement procedure.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was conducted at mako surgical with regard to this event. Discussions with the experienced surgical tech at the case confirmed the surgeon's assertion that the patient should have received a total knee replacement irrespective of using the mako device, due to the advanced state of osteoarthritis (oa) disease. Review of case session files revealed suboptimal segmentation of the CT bone model, which contributed to the failed registration attempts. The number of osteophytes on the patient's bone surface created a more difficult model to segment. On the second attempt, removal of the osteophytes on the bone surface altered the bone compared to the bone model in the CT, preventing an accurate registration. The partial knee application user guide warns against attempting to register the bone by collecting points on newly resected surfaces.